Event description:
N/a

Manufacturer narrative:
Updated fields: b3, b4, d8, g1, g3, g6, h2, h6 h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Iabp showing ¿iabp may require maintenance¿ after d.01 upgrade. Error code 63 "a fault detected by the display head processor. Unable to configure the touch screen controller device." Present in logs. Recommend replacing video generator board as per service manual recommendation. Installed new video generator board and uploaded new software. This has cleared the ¿iabp may require maintenance¿ alarm. No compressor faults were noted, and compressor passed all required tests. Carried out full pm checklist to OEM specifications. Device passed all functional and safety checks as per OEM specifications. Device returned to customer and cleared for clinical use.